Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had battery issue. Customer's blood glucose was 213 mg/dl. The insulin pump alarmed power error alarm. It was also reported that the insulin pump alarmed replace battery now alarm prior to the low battery alarm. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with scratched case, minor scratched lcd window and stained keypad overlay.